Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, the user reported difficulty during a supply change with a contact detach steel 6 mm 23 in infusion set. It required 90 units to see drops, though the cartridge was reportedly full. The user later discovered the cartridge had leaked, which explained the issue. A replacement order was placed for cartridges, connector, and infusion sets. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.